Event description:
User facility medwatch rec'd stating "found IV tubing with blood backed up into it and pooled on the floor. IV was in a peripheral vein. Tubing had been primed with dopamine and was double checked and connected to pt. No apparent problems at that time. Problem was noticed five minutes later." Upon further investigation, it was reported that there was a tear in the tubing set causing blood loss. It was reported that a pt was receiving an infusion of 0.45ns with 0.5units of heparin/ml. The tubing primed without problems and was connected to the pt. After approx five minutes, it was noted by the clinician that there was blood on the floor by the pt's bedside. Upon further investigation, it was nolted that blood had backed up and there was a tear in the tubing. It was estimated that the amount of blood lost was 15ml. The fluid bag and tubing set were changed and the infusion resumed with no further problems. Blood levels were checked and albumin was given. Several days later the pt required a blood transfusion. It is unknown whether or not the pt required these infusions as a direct result of the reported event. There were no reported adverse pt sequelae. Add'l info was requested, but no further info was provided.